Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, customer changed cartridge to resolve issue and resume insulin therapy. Customer's blood glucose ranged from 150-236 mg/dl.